Event description:
The manufacturer was contacted in reference to a remstar autoa-flex device. The spouse of the patient reported the patient expired. The device was returned to a third party service center for evaluation. During evaluation, no evidence of foam particles were found in the device assembly. There were no error codes in the device log history.